Event description:
The consumer stated that she opened two boxes of tampons and they contained a green film which appeared to be mold.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.